Manufacturer narrative:
(B)(4). Explanted devices, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details are provided by the complainant.

Manufacturer narrative:
(B)(4). Final report. Device details, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision were requested in order to progress with the investigation. However, these were not all provided, therefore, there was limited info available for the investigation. Available dev ice manufacturing records were reviewed and it was found that the devices associated with those records conformed to specification. Should add'l info become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of a cormet head.